Event description:
In may 2006, the lay reporter, the lay pr's friend contacted lifescan (lfs) alleging that the pt's two sure step enhanced meter were reading inaccurately low in comparison to the dr. Meter. Eight days later the medical affairs spec. (Mas) spoke with the pt to obtain/ verify the following information: "about one year ago" the pt was feeling dizzy and "ill". He had continued to take his daily oral diabetes medication(s). He said he took more than one type of pill, but did not know the names or dosages of his medications. The pt tested his blood glucose with both sure step enhanced meters and obtained readings of "about 100 mg/dl" on both meters. He went to the ER where a "high" blood glucose results was obtained; he could not recall the specific result. He said he was treated with medication and released to home. He did not recall if he received an injection or oral medication in the ER. The pt told the mas he started testing with another, non-lfs, meter after the incident because his lfs meters had allegedly read low. The customer care advocate (cca) confirmed that the pt used correct testing technique. The cca educate the reporter regarding the use of control solution for quality control testing. The cca also reviewed the importance of not testing with expired test strips, which can cause inaccurate results. The pt told the mas that he did not know if his test strips were expired at the time of the incident. Both this sure step enhanced meter and the pt's other sure step enhanced meter were replaced. The pt told the mas that he received the replacement meters, but he has continued to test with a different meter. The complaint is reported because the pt obtained a result " allegedly in the 100 mg/dl range" while experiencing symptoms that could suggest hyperlgycemia. A "high" blood glucose result was obtained in the hosp ER and the pt received medication as treatment.